Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported that she had an abscess/cellulitis on her back from the vibration box. The patient reported that she was taking antibiotics. During a follow-up the patient reported that the area began to drain a few days before and that she was wearing the lifevest intermittently to give her skin a break. The final medical outcome of the open wound is unknown. No alleged device deficiency.